Manufacturer narrative:
(B)(4) 2014 - this report is follow up 001 to complete the information.

Event description:
It was reported the manual wheelchair footplates are not working properly.

Event description:
It was reported the manual wheelchair footplates are not working properly.